Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device time got updated later than the scheduled time. A technical support specialist dialed into the station found that someone had postponed the update during the scheduled time. The technical support specialist rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system was started updating during a patient care. The customer stated that the malfunction occurred when user trying to issue medication to the patient and confirmed with no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system was started updating in the 9:15am est morning instead of the scheduled 4am est. The customer stated this malfunction occurred when user trying to issue medication to the patient but confirmed that no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the pyxis medstation es system started updating the station at an unscheduled time, which prevented the users from accessing the medication during patient care. A technical support specialist resolved the issue by rebooting the station. The system functioned as intended after the technical support specialist troubleshooted the device.